Event description:
It was reported that the pacemaker exhibited far-field oversensing of right ventricular (rv) events on the right atrial (ra) channel. Technical services (ts) was contacted, and ts discussed programming options for the blanking period. The pacemaker system remains in service. No adverse patient effects were reported.